Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow up, the right atrial lead exhibited oversensing. No intervention was performed and the asymptomatic patient would continue to be monitored.

Event description:
New information received reported that reprogramming was done.